Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room, post-paced t-wave oversensing was observed. Device was reprogrammed.

Event description:
New information notes that the patient presented non-sustained lead noise due to post-paced t-wave oversensing that was previously observed. Programming changes resolved the oversensing. The patient was fine after the event.